Event description:
Device issue: stent dislodgement. Time of device issue: during unpackaging. Adverse event: none. It was reported that and rx vision stent, dislodged from the stent delivery system during unpackaging. There was no pt involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was not returned to abbott for eval. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive and negative pressure during preparation, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. A review of the finished product lot history record did not reveal any non-conforming material reports. Based on the incident info, a conclusive cause for the reported complaint of stent dislodgement cannot be determined. There is no indication of a product deficiency. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units if subjected to a stent movement test to verify stent security.